Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
There was a gradual decline in patient's hearing performance with the device. No trauma has been reported. Problems of external devices were excluded. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in patients hearing performance with the device. No trauma has been reported. Problems of external devices were excluded. The patient has been re-implanted on (B)(6) 2016.